Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) that the base on an mr290v vented autofeed humidification chamber had cracked and water leaked from the cracks. This was noticed during use on a patient. It was also reported that the cracks on the chamber were noticed "3 weeks after beginning of use". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fph in (B)(4) for inspection. It was visually inspected for cracks. Results: visual inspection revealed that the chamber dome was cracked along the base and stretched towards the water level mark. There were also dents in the base, which appeared to be as a result of impact damage. A lot check revealed one other complaint of this nature for lot number 110504. Conclusion: as the chamber showed signs of impact damage, it is most likely that the chamber cracked during use as a result of the stresses imposed on the dome from the impact damage. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).